Manufacturer narrative:
This report is submitted on may11, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. The abutment was changed to an 8mm abutment, and a skin revision was performed under a general anaesthetic on (B)(6) 2023. The implant remains in-situ.